Event description:
Information was received from multiple sources (foreign, distributor) regarding a patient who was implanted with an implantable neur ostimulator (ins) for unknown indications for use. It was reported that the lead was found to have high impedance during the operation and could not be used normally. The lead was replaced during the operation. The cause of the issue was not determined. The patient was hospitalized for observation.

Manufacturer narrative:
Continuation of d10: product ID: 3389s-40, serial# (B)(6), and product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(6). H3: analysis of the lead (lot #: va2cn8a) revealed no anomalies with the device. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.